Manufacturer narrative:
This is 1 of 2 reports (1st MDR). F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue of the balloon difficult/unable to deflate during use.

Event description:
It was reported during the procedure the subject balloon was very difficult to deflate. There was a surgical delay of 30 minutes. There was a surgical delay of 30 minutes. The procedure was completed successfully and there were no clinical consequences to the patient.

Event description:
It was reported during the procedure the subject balloon was very difficult to deflate. There was a surgical delay of 30 minutes. There was a surgical delay of 30 minutes. The procedure was completed successfully and there were no clinical consequences to the patient.